Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, she had changed the set and a few hours later it would force her to rewind the device again. Customer's blood glucose was unknown. Troubleshooting was performed and it was noted the customer was unable to exit the preparing to prime loop. Customer pressed the act button and there wasn't a second series of beeps and no numbers appeared on the device. Customer was advised the device need to be replaced. The device is not returning for analysis.